Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 400 mg/dl, treated with the insulin pump and manual injections. Current blood glucose was 250 mg/dl. Customer experienced symptoms of thirst. Troubleshooting was performed for the high blood glucose. The customer was not admitted to the hospital nor was emergency medical services dispatched. Customer initially reported no leaks or air bubbles were present in the tubing. No leaks. Customer had air bubbles inside their reservoir and they were unable to remove them. Customer then mentioned there is a big air bubbles and tiny ones. Customer was assisted with priming the air bubbles out. Customer was then advised to tap the reservoir to gather all the air bubbles and then slowly push out the air using the plunger of the reservoir. Customer was unable to successfully remove the air bubbles. The insulin pump is not returning for analysis nor the reservoir.